Event description:
After 13 years, the patella implant loosened from the cement mantle and the knee was revised.

Manufacturer narrative:
Review of the device history records notes no material nonconformances, no manufacturing errors, nor discrepancies with / respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure. Examination of the patella implant showed normal wear patterns and minimal oxidation.